Manufacturer narrative:
Additional information: through follow-up it was confirmed that the lens was removed because the iol had rotated post-op. At day one patient was 20/25 along the corrected axis. The lens shifted 45 degrees resulting in the refractive error. The patient finally decided on rotation versus exchanging the iol a year later. One haptic was too fibrosis in to rotate the lens and attempts to explant caused some zonular dehiscence. Therefore, the haptic was cut off and left behind. Anterior vitrectomy was required as vitreous prolapsed forward around the area of zonular dehiscence. No further issues reported at this time. Gender/sex: female. (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a zct150 23.5 diopter intraocular lens (iol), the lens had rotated about 45 degrees and iol is off by a diopter. Furthermore, the physician indicated having some complications regarding removal of lens. The lens was replaced with a 3 piece lens. No further information provided.